Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers 3.2 and 6 were failed and not detected on bus. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 3.2 and 6 were failed and not detected on bus. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 enhanced half-height cubie drawer in the main station was failed, with row b and full height drawer c not being detected on the bus. The leds on the row boards and the drawer controller board had been blinking irregularly in short bursts. A field service engineer replaced the retractor band for drawer 3.2. The fse reseated row board cable on drawer controller and row boards. The fse cleaned foils debris out from under row boards and issue was resolved. The system functioned as intended after the field service engineer repaired the device.